Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited high pressure alarm. The patient reported that the pump high pressure alarm activated when moved or changed the cassettes and the patient experienced sweating, nausea, vomits and palpitations. It was reported that the patient went to the hospital and hospital staff review pump and lines and was able to continue medication infusion. Reported that infusion is life-sustaining. No additional adverse effects were reported.